Event description:
Reporter alleged discrepant blood glucose results of 290 mg/dl back to back with a result of 14 mg/dl when testing was performed 10 minutes apart on the advantage system meter. The location of the testing was not provided, however, customer stated having no low glucose symptoms at the time of testing. As a result of the comparison, customer indicated self treating with orange juice as a result of the low reading. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: voicemate vsr w/chek vial and comfort curve lot number 549237 with an expiration date of 11/30/07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.